Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018, to assess the instrument test well image in question, which appeared to be consistent with the instrument interpretation, as visually (B)(6). The flatfields were acceptable and the rois of the plate in question were acceptable. An immucor field service engineer (fse) visited the customer site on (B)(6) 2018, to assess the testing instrument in question and determined that the instrument was operating within specifications.

Event description:
On (B)(6) 2018, a (B)(6) customer site reported an fyb blood type mistype event ((B)(6)), which was tested on a galileo neo on (B)(6) 2018.